Event description:
It has been reported to philips that the wireless footswitch lost connection. The system was not in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips investigated these complaints. Philips confirmed that wireless footswitch loses connection at the head end. There was a connection problem between the wireless footswitch and wireless base station. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. For the previous generation of wireless footswitch, philips has also initiated a field safety corrective action (2022-igt-bst-011)the codes were updated based on the investigation outcome.